Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient is having difficulty inflating his inflatable penile prosthesis (ipp). The patient explained that the bulb is hard to squeeze, therefore he is unable to inflate the cylinders. The patient was connected with patient services specialist for assistance.